Event description:
To delete pts the tree level is changed to see "date and time" structure. Before activating the pts to be delted the whole list is checked whether there are pts highlighted for any reason. After deleting pts from a certain date (31/01/00) the doctor complained that one pt of the actual day 01/02/00) was also deleted although the pt was not activated to be deleted. The delete function was executed from the vz wizard, the same problem occurred the next day when deleting pts from the previous day.